Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement was reported.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement was reported. Additional information received from engineering analysis indicated that the device behaved in a manner consistent with exposure to low temperatures during storage. The voltage is correlated with temperature and fell when exposed to near freezing temperatures and increased with warmer temperatures. The device was cleared for implant. No patient involvement was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture the additional information received which indicates that the device set code 1003 during pre-implant interrogation due to exposure to cold temperature. The device was cleared for implant. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report. Correction to field d5: operator of device